Event description:
Novasure device was being used when an error message appeared. The vacuum was flashing indicating a leak in the system. A second device was used without incident. It is unknown if the second device was the same or different lot number.